Event description:
It was reported that the insulin pump screen went blank but came back on. Customer's blood glucose was unknown. During troubleshooting, no relevant damage or corrosion was found. After customer was advised to insert new battery, the display returned. Customer received a failed battery test while testing the blank display. Customer was advised to clean battery cap contacts and insert new battery. The customer then did not received a failed battery test alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.